Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2018 with blood glucose of 19, 50, and 63 mg/dl at the time of the incident. The customer was recovering from a hospitalization at the time of the low. The customer thought best to double bolus for a meal before the low. The customer was given glucagon and intravenous fluids to treat. The customer experienced symptoms such as getting belligerent, memory loss and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had another low 10 days after the first incident and needed paramedic assistance. The insulin pump will not be returned for analysis.